Event description:
This lead was implanted on (B)(6) 2013 and explanted on the same date with removal difficulty. The physician was dr. (B)(6) at (B)(6) in (B)(6). Lead extraction for fidelis. Not fractured but physician wanted it out while putting on epicardials. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).